Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. Boston scientific technical services (ts) discussed troubleshooting options. The physician will check the device during an upcoming follow up. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.